Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed required technical support. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 failed to stay closed error. A field service engineer found drawer was not populated in hardware test application, first attempted to reseat all cables and wires. After rebooting, the drawer popped open. Fse replaced the controller board and rebooted, but the drawer was still not showing in hta, then replaced the pyxibus module control board and rebooted again. Verified that the drawer was operable in hta and completed the test. Launched the application and configured the drawer and storage space configuration. The system functioned as intended after the field service engineer repaired the device.